Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. End user's granddaughter states that when she had her grandmother in the stop position, she would continue to slowly fall down. MDR filed.